Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device could not be adequately reprocessed, as elevator movement was limited and adequate brushing around elevator / distal end area could not be performed. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of elevator wire was not up to the mark was not confirmed. In addition to foreign material found on forceps elevator, the additional evaluation findings are as follows: objective lens had a scratch, adhesive around objective lens had a scratch, adhesive around light guide lens had a scratch, light guide lens had a scratch, adhesive on bending section cover was detached, bending section cover had stain, connecting tube had stain, connecting tube had a wrinkle, due to wear of angle wire, bending angle in up, down, left, right direction did not meet the standard value, due to wear of angle wire, the play of up, down, left, right knob was out of the standard value, due to damage on knob wire, forceps raising angle did not meet the standard value, control unit had a scratch, scope cover had a scratch, suction cylinder was shaved, forceps channel port was shaved, switch 1, switch 2, switch 3, switch 4 had a scratch, up, down, left, right knob had foreign objects, control section had stain, universal cord had a scratch, suction connector had a scratch, light guide cover glass had a dent, and the electrical contact of suction connector had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera duodenovideoscope elevator wire was not up to the mark. The issue was found during procedure, and the therapeutic procedure (endoscopic retrograde cholangiopancreatography) was completed with the same device. There were no reports of patient harm. During evaluation of the returned device, it was found that forceps elevator had yellow and brown foreign material and therefore is considered a medical device report (MDR). The customer was not sure what the foreign material adhered to the scope was. This MDR is being submitted to capture the reportable malfunction found during evaluation.